Manufacturer narrative:
Device component code 3088 relates to device problem code 1504 for the investigation findings of the needle punctured through the sheath. Visual evaluation of the returned device revealed that the needle punctured through the sheath and stuck at the end of the distal stop. The gray hub was found detached from the handle with the catheter kinked at the proximal section near the handle. Functional analysis could not be performed due to the condition of the device. The reported complaint that the needle has difficulty on advancing was confirmed. Due to forcible attempt to extend the needle while the needle was stuck behind the needle stop would cause the needle to penetrate through the outer sheath. Therefore the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was not performed since the suspect lot was not provided.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used in the lung during a transbronchial biopsy (tbb) procedure performed on (B)(6) 2016 according to the complainant, during the procedure the physician is unable to extend the needle after puncturing the lymph node since the needle was trapped inside the sheath. Reportedly, the biopsy sample could not be expelled. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; needle punctured the sheath.